Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during an eviva breast biopsy procedure on (B)(6) 2026, "we have another device that is not cutting tissue enough during the biopsy, it does not make the bx sound as powerful as it should. The radiologist is having to take more samples during the procedure." Additional information was obtained from the user site in which it was reported that extra samples had to be obtained from the customer. Serious injury report being submitted due to the additional surgical intervention of taking additional patient samples.